Manufacturer narrative:
Journal reference: balash et al. "Suicidal thoughts in patients with parkinson's disease treated by deep brain stimulation of the subthalamic nuclei: two case reports and review of the literature" acta neuropsychiatrica 2007:19:3: 208-210. [See scanned pages]

Event description:
Journal reference: balash et al. "Suicidal thoughts in patients with parkinson's disease treated by deep brain stimulation of the subthalamic nuclei: two case reports and review of the literature" acta neuropsychiatrica 2007:19:3: 208-210. Two patient with serious life-threatening depressing episodes are described. A male patient with a history parkinson's disease, dyskinesias, freezing of gail and festinations was successfully treated with dbs. Motor skill improvement was observed. About two and a half months post-op and following a change in the left side stn electrode stimulation contact point, the patient began to experience depression related stimulation (anxiety, concentration difficulty, insomnia, cognitive changes) to include suicidal thoughts. Adjustment of the electrode contact point back to the original setting resolved the depression symptoms.